Manufacturer narrative:
The following sections have been corrected/updated: d4-catalog number. E1-initial reporter state. The investigation for the arrhythmia and material cut/torn has been completed. The device was not returned for evaluation. The root cause of the injury or device issue cannot be determined as insufficient clinical details were provided and the device was not returned for evaluation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 83-year-old male with an impella 5.5 for support during a high-risk cardiac procedure. It was reported that during support, the sterile sleeve dislodged from the repositioning hub. Patient underwent bedside tte to assess potential pericardial effusion from CABG. Patient rolled onto left side causing suction alarm. Betadine applied to catheter prior to repositioning. Repositioned off of lateral wall and suction resolved. A small tegaderm was placed at the attachment point to prevent further contamination. Additionally, the patient was sent into atrial fibrillation with rvr around causing the blood pressure to drop and requiring additional vaso and levo drips. Amio drip also started with boluses of digoxin. The doctor stated that it is likely due to the patient¿s condition from the cardiac procedure and not directly related to impella. Patient remains on support.

Manufacturer narrative:
Ip codes added: hypotension, additional device required. Clinical assessment: a 83-year-old patient with post-cardiotomy cardiogenic shock received impella 5.5. Via right axillary/subclavian artery. A complaint was filed on the sterile sleeve having dislodged from the repositioning hub. Patient underwent bedside transthoracic echocardiography to assess potential pericardial effusion from coronay artery bypass grafting. Patient was rolled onto left side causing suction alarm but repositioning off of lateral wall resolved suction. Physicion asked nurse to place a small tegaderm at the attachment point to prevent further contamination. Patient sent into atrial fibrillation with rapid ventricular rate. Blood pressure dropped and required medication. Physician states it is likely due to the patient¿s condition from post cardiotomy cardiogenic shock and not directly related to impella. It was continued to return to normal sinus rhythm by chemical means. Engineering assessment: during impella 5.5 support, the anti-contamination sleeve detached from the repositioning unit assembly. The catheter was wiped with betadine and wrapped in tegaderm to preserve the anti-contamination barrier. The pump supported the patient without additional malfunction until the patient was weaned from support 7 days later. This event is considered reportable per sop-ra04-f002.